Event description:
The reported handheld was returned to the manufacturer and underwent analysis. Analysis of the handheld indicated the display was cracked. The cause for the cracked screen is associated with mishandling of the device. Once the screen was replaced with a known good screen, no further anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The flashcard and software performed according to functional specifications

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a physician that a handheld computer did not accept the screen taps and the screen was unresponsive. Additionally, the physician reported the screen was broken. Information from the area representative indicated that a hard reset was performed but the issue with the screen being unresponsive persisted. At the moment it is unknown if user mishandling contributed to the event.